Manufacturer narrative:
Additional information was added to h6 and h11: h11: an event history log review was performed, and system error 20602 (monitor motor stall) was observed three times. The reported condition was verified. The device was not received for evaluation; therefore, a device analysis could not be completed. In the absence of the actual device the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted..

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump (lvp) had a system error motor stall error. This was observed during testing in the biomed service department. There was no patient involvement. No additional information is available.